Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported), resulting in fixture loss. Reimplantation is planned; however, it is unknown if this has occurred as of the date of this report.